Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache and irritatibility. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
As per additional information received on 03/24/2025: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The pca needs to be replaced. The device's event log was reviewed by the service center and error code found. Additionally, the patient's complaint was not confirmed, and the device was scrapped. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.